Manufacturer narrative:
Age at time of event: 18 years and older. Device evaluated by MFR: the complaint device was not returned for device analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2014-01557. It was reported that a rotawire separation occurred. The 90% target lesion was located in a severely calcified mid left anterior descending artery. A 330cm rotawire and wireclip torquer and a rotablator rotational atherectomy system was selected to treat the target lesion. During preparation, when adjusting the rotational speed of the burr, the rotawire separated. The procedure was completed with another of the same device. No patient complications were reported and patient's status is good.